Event description:
It was reported that this lead is being returned for an unknown reason. There is no allegation at this time of a product defect or malfunction. The boston scientific representative returning the product, no longer works for the company.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.